Event description:
My hospital purchased a mcgrath series 5 video laryngoscope. This medical device is used to intubate patients who have airway or respiratory difficulty. It has a disposable sleeve that covers most of the blade, but if the patient has wet lungs or vomit in their mouth, secretions will contaminate the blade above the sleeve and get into the hinged joint between the handle and blade. The "cleaning" instructions are to wipe the blade off with cidex opa. This is not adequate or safe. Cdc requires a minimum of high-level disinfection for devices coming in contact with mucous membranes. This requires soaking for 12 minutes at room tempurature in cidex opa or per label instructions for other FDA-approved, high-level disinfectants. We are currently cleaning and gas sterilizing these scopes.